Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the intima-ii y 22gax1.00in ss prn slm npvc experienced a needle that broke. The following information was provided by the initial reporter: the indwelling needle fracture was found in time before puncture to the patient, and no impact was caused adr# (B)(4).

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the intima-ii y 22gax1.00in ss prn slm npvc experienced a needle that broke. The following information was provided by the initial reporter: the indwelling needle fracture was found in time before puncture to the patient, and no impact was caused adr# 140650104202100275.